Event description:
Patient reported right side recall. Patient representative reported right side pain, capsular contracture baker grade iii, depressive stress disorder. Patient representative additionally reported ¿tiredness and wears out very quickly," and sleep disorders not related to the device. Healthcare professional reported capsular contracture, baker grade iii, and anxiety disorder. Device has been explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2024-11158. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Corrected data: g.3. Aware date in previous medwatch should have been listed as 12jun2025.

Event description:
Patient reported right side recall. Patient representative reported right side pain, capsular contracture baker grade iii, depressive stress disorder. Patient representative additionally reported ¿tiredness and wears out very quickly," and sleep disorders not related to the device. Healthcare professional reported capsular contracture, baker grade iii, and anxiety disorder. Device has been explanted.